Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this zoom wireless transmitter had a popping sound and then sparks came out from the connection during a patient check. A burning smell occurred was observed. The product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation was performed and showed that the allegation against the zoom wireless transmitter (zwt) was not confirmed. The returned zwt was successfully connected with a known good programmer and interrogated the laboratory medical implant communication service (mics) band pulse generator. A successful product return test was also executed through the serial port of the zwt.